Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the friend or family member of the patient. The caller reiterated the issues with tremors, stating they have advanced. The patient¿s ins was found to be on and okay. The caller wanted to know if they could go in to the ER to have the device adjusted, as there appointment was two days out. It was stated that they will go to the ER. On (B)(6) it was reported that the patient¿s falls were due to their dizziness.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that starting in (B)(6) 2016, the patient experienced dizziness for an unknown reason. It was also stated that during this time, the patient's left side was shaking. It was confirmed that the patient's right side was doing fine. The patient noted that he has an appointment with the health care provider (hcp) in (B)(6) 2017 to have the other side connected. Follow up information received from the patient reported that the circumstances that led to the dizziness and shaking on their left side was an increase their parkinson¿s medication. The patient visited their cardiologist and neurologist as steps to resolve the issue. The dizziness was reported as resolved. Additional information was received from a friend or family member of the patient. The caller stated that the patient needs an adjustment to find the right settings, as they have not had good results since implant. The patient is reportedly still shaking. After having the left side connected, the patient reportedly started falling. The first fall occurred 2 days after the left side was done. The patient was taken to the hospital at that time, and was placed in observation. The patient had various tests performed at that time. The patient¿s next fall was (B)(6) 2017, in which they broke their arm. The patient then fell a third time, and broke their nose on (B)(6) 2017. The patient had a fourth fall on (B)(6) 2017. The caller inquired about seeing someone to reprogram the patient¿s device, as their healthcare provider (hcp) cannot see them for a while. No further complications were reported or anticipated.